Event description:
It was reported that the Arctic Sun device failed calibration due to Error 3 (Pre-Warm Nominal Flow Error). A functional check was performed, which showed the Inlet Pressure (IP) was at -7.0 and the Circulation Pump Command (CPC) was at 53 Percentage. The flow rate remained at 0.0 LPM.Per WO notes, no service kit was available, and it was noted that the individual present did not normally service the device. It was discussed that the issue was indicative of a failed flowmeter. However, a shunt tube was not available to verify the diagnosis. Options to replace the flowmeter or obtain a depot repair quotation were discussed. It was further noted that the information would be reviewed with a colleague, and a decision would be communicated at a later time.Per additional information received via TTM on 20JUL2026, Nurses reported device giving 02 low flow alert.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per GUDID. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.